Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Medical model #: unknown. The date device returned to manufacturer is unknown. The date of investigation was used. Initial reporter phone#: (B)(6). Device manufacture date: unknown. Bd received the sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for broken arms with the incident lot was observed.

Event description:
It was reported that the bd sedi-40 had broken arms.